Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 23/dec/2019 the device was returned to the apollo device analysis laboratory on 14/nov/2019. Analysis of the device is ongoing.

Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 06/jan/2020. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 14/nov/2019. A balloon without the fill tube was returned for evaluation. The balloon was returned deflated and discolored with fungus present on the shell. As the balloon was returned with several holes including one large hole in the shell, functional evaluation could not be conducted. The holes present on the shell have striated edges which are consistent with surgical damage during removal of the device. There is a significant amount of "fungus" present on the balloon shell as stated in the reported complaint.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides. The current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "pain", "nausea" and "vomiting" as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach, delayed gastric emptying and/or the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported complaint: "the patient complained of epigastric pain, nausea and vomiting started on (B)(6) 2019. On (B)(6) 2019, an endoscopy was performed in which hyperinflation of the balloon with fungal infestation on the surface was found."